Event description:
It was reported that during an implant procedure at level c4-c6, the 2.0 mm milling bit broke while the surgeon was milling. Surgeon retrieved all pieces, selected a chisel and completed the implantation at c4-5. The procedure was completed and no further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates that there was some nonconforming product associated with this batch because there were marks on the coating and the tang end was oversized. The nonconforming product was dispositioned as conforming and these nonconformances are not related to the complaint condition. During the full review of all manufacturing records, no complaint related issues were found. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. All records indicate the product was manufactured to specifications. The milling bits relatively small cross section and long length make it vulnerable to breakage of the shaft when exposed to excessive lateral forces during use. It does not take any lateral force to insert or remove the milling bit from the milling guide, and should not take much lateral force to sweep the milling bit during the milling procedure. The shaft of the milling bit is manufactured with a slightly smaller diameter right at the stop surface which is where this device broke. Conclusion- this complaint is deemed indeterminate from a design perspective. While it is possible that the breakage in this complaint was due to excessive lateral forces applied during use, there is no objective evidence to support this, the complaint is indeterminate and the complaint condition is due to an unknown cause. Proper use of the milling system is covered in the surgical technique guide as well as in the mandatory surgeon training.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).